Event description:
It was reported that the patient's controller screen had been faded for months. The patient fell and after the fall, black lines appeared through the screen. As of (B)(6) 2022, the lines had resolved. There were no alarms or any ventricular assist device (vad) alarms associated with the issue. It was recommended the controller be exchanged as the ability to view information on the screen was compromised.

Manufacturer narrative:
Patient age and weight have been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the controller display was confirmed via analysis of the submitted picture. Visual inspection of the submitted picture revealed multiple vertical white lines on the controller¿s display; the observed lines in the lcd display affected the information from being completely read on the display. Technical services recommended exchanging the controller as the ability to view the information on the controller screen was compromised. Multiple requests for additional information were made to determine if the heartmate 3 system controller was exchanged and if the controller would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis; however, lines in the lcd is a known issue related to the lcd itself. This issue is addressed via a corrective and preventative action (CAPA). Heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the user interface different functions and how to use them appropriately. This section also indicates the patient to use a daily system controller self test to check the audible and visual alarm indicators on the user interface. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 15feb2017. No further information was provided. The manufacturer is closing the file on this event.